Manufacturer narrative:
(B)(4): the patient underwent sling implantation concurrently with removal of existing mesh on (B)(6) 2011 due to bladder prolapse and mixed urinary incontinence. Post implantation, the patient experienced recurrence of pain, extrusion, infection, vaginal scarring, hematoma and urinary problems. No additional information provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that the patient had periurethral coaptite injections under cystoscopic guidance and a mesh resection at the vaginal apex on (B)(6) 2008, due to sui and mesh exposure. No additional information was provided.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07861. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.